Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: addr01, ipg; (B)(6) 2011. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead exhibited an increase in pacing thresholds and loss of capture, resulting in the patient experiencing a syncopal episode. The right atrial (ra) lead exhibited low impedance. Both the ra an rv leads were explanted and replaced. During the rv lead extraction, blood ingression was observed under the insulation at the site of the suture sleeve. No patient complications have been reported as a result of this event.